Event description:
It was reported that a resolute integrity drug eluting stent was implanted in a patient 7 days post it used by date. The patient was put on antibiotics and extra anticoagulants per the interventional cardiologist and was dismissed from the hospital in stable condition.

Manufacturer narrative:
Evaluation results: failure to follow instructions- (IFU states to check labelled shelf life before use of device). Shelf life exceeded ¿ (device was used in the patient after the labelled shelf life). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: failure to follow instructions (IFU states to check labelled shelf life before use of device). User error contributed to the event (device was used in the patient after the labelled shelf life). No device failure (device worked in patient as expected). No device returned (device not returned for evaluation). (B)(4).